Event description:
Pt was admitted for treatment of a cerebral hemorrhage. An external ventricular drainage system was used to drain fluid from the brain into a collection bag. The device is fitted with a tube that allows venting of the bag to outside atmosphere so that drainage may occur. This tube is fitted with a microbial filter. The user facility reported that the filter was not attached to the bag, and a staff member covered the end of the tube with a plastic cap of unknown source. This cap blocked the tube, and resulted in a lack of drainage. The pt reportedly entered a coma state several hours after attachment of the drainage system. The cap was removed, drainage restored, and the pt status resolved. There was no injury to the pt reported.